Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: environment testing conditions,user is testing with expired control solution.

Event description:
Customer complains of high controls solution results. Customer states that he feels physically fine, denies the need for medical attention. The glucose control expected range results are 23-53mg/dl fasting. Verified test strips expire 03/18/2016. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. No meter memory results obtained. Customer is concern with the control solution test that he run with both levels and the results are out of range.